Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. The device was not returned for evaluation, therefore, a definitive root cause could not be determined. Based on historical data, possible causes include material problems like degradation. Mechanical problems like stress, fatigue, mechanical shock, wear and tear, deformation, fracture. Environmental problems like dust or dirt. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the maintenance unit found that the extension cord had damage to the tubing. The issue occurred during reprocessing. There were no reports of patient involvement.